Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in france, edwards received notification of a 52mm evoque valve procedure in tricuspid position where on post-operative day 1, the patient experienced atrioventricular block (avb) and a permanent pacemaker was implanted.

Manufacturer narrative:
. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. According to the IFU, conduction disturbances potentially requiring treatment like a permanent pacemaker are known risks. These events are often linked to pre-existing cardiovascular conditions and may be worsened by anesthesia or intra-operative medications. Other possible causes include coronary obstruction, e.g., air embolism, spasm, or edema near the av node. Transcatheter procedures can also trigger conduction issues due to direct interaction with cardiac structures, especially in predisposed patients. The valve's design, which applies radial force and anchor interaction to the septum, may contribute to such disturbances, though a definitive root cause cannot be determined.